Event description:
On (B)(6) 2014: female pt who underwent outpatient laparoscopic tubal ligation, dilation and curettage and hysteroscopy, novasure and removal of paragard intrauterine device (iud). After multiple repeated/unsuccessful attempts to remove the iud, surgeon decided to use an operative scope and grasper to obtain iud. In the process of "grabbing it" with the grasper, a portion of the tip (approx 0.5 cm x 2.7.) Of the grasper broke and was within the pt. Xray was obtained and confirmed that the tip/metal piece remained in pt's uterus. Utilizing a hysteroscopy the metal tip was found and removed from pt. Surgery was completed and pt sent to recovery on (B)(6) 2013 - post recovery pt was discharged home in stable condition.